Event description:
It was reported by the customer from the medical intensive care unit, that this event involved an acute dialysis catheter that was implanted into the patient's femoral vein. Upon removal, the clinician described the .025 spring wire guide (swg) as "frayed." As a result, a swg exchange was performed by interventional radiology. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned for eval.